Manufacturer narrative:
Device is used for treatment, not diagnosis. Greatbatch medical manufactured the 8.0mm flexible medullary remer/flat wire/385 mm, p/n 359.110, and lot number 6918101. The suppliers certificate of compliance dated july 10, 2012 indicates the parts were manufactured to p/n 359.110, revision c and met the required specifications. The lot was inspected and conformed to the synthes, incoming final inspection sheet number 359if106, revision k dated july 16, 2012. There were no mrrs, ncrs, or complaint related issues with this complaint. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. Due to an unknown cause, the cannulated reamer tip broke off of the part. The materials of the reamer and flexible shaft were determined to meet specifications. The material of the coupling was determined to be as specified. The instrument conformed to all dimensional specifications at the time of manufacturing. The reamer withstood the specified amount of torsional force. The diameter of the reamer and was confirmed to be within specification.

Event description:
A device report from synthes indicated a device report from a hospital in (B)(6) reported: the weld is broken off. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was returned and is entering the complaint system. The investigation is ongoing.